Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the patient received an inappropriate shock. It was determined that the shock was likely due to electromagnetic interference, as the patient was working with power wires at the time of the shock. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.